Event description:
It was reported that the ilet issued ¿restart 38¿ errors after charging and changing the insulin cartridge, displayed an alert to change the insulin set, and produced an ¿unable to proceed¿ message when attempting to rewind; the user restarted the ilet four times without resolution, consistent with a motor stall and a complete blockage related to the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a device issue consistent with a consecutive stalled motor and complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.